Event description:
It was reported that there was a volume discrepancy with the reservoir volume in the patient's pump. It was stated that the expected residual volume was 18ml, but the actual residual volume was 6ml. There had also been a volume discrepancy at the patient's prior refill, but exact volumes weren't given. Also, it was reported that the patient's personal therapy manager (ptm) was indicating that there had been only ten activations over a three month period, though the patient had used it more than that. Six days later, it was reported that the physician was suspecting that the patient was potentially accessing his pump. The drug used in this system was prialt.

Manufacturer narrative:
(B)(4). The analysis of the pump found no anomaly. (B)(4).

Event description:
Additional information received reported that it was suspected the patient was probably accessing his own pump. The patient did not argue with the doctor about the allegation of abuse. No device problem was suspected. It was noted that the doctor decided that the best was for explant. It was later reported that the pump was explanted. On (B)(6) 2013, the nurse observed that there were multiple puncture marks on the patient's skin. On (B)(6) 2013, the expected residual volume was 39.1 ml and the actual residual volume was 41.5 ml. The patient denied accessing his pump. It was also reported that the patient's personal therapy manager would not activate. The patient status was noted as alive with no injury or adverse event.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).